Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurate low control solution results. The user in reported that the quality control tests failed specification because the results fell below the specified range on the test strip vial. The reporter claimed obtaining control solution reading(s) of ¿116 mg/dl¿ with the control solution for the subject lot being 117-156 mg/dl. This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.